Manufacturer narrative:
E1: initial reporter last name:(B)(6). E1: initial reporter postal code: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist sleeve of a minicap transfer set. This was described as ¿the connector on the set on the connecting pipe has come off¿. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one actual device was provided for evaluation. A visual inspection by the naked eye observed a separation between the tubing and the twist clamp. The silicone tubing was found to be broken into two pieces beneath the twist clamp. There was an unknown dark brown staining to the tubing around the threads of the main body and the patient adapter; which possibly contributed to the broken tubing. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.